Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the distal conductor connector pin was bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant. The only damage that was observed was the connector pin was slightly bent; the tip electrode wasn't damaged.

Event description:
It was reported that during the implant attempt, the tip of the right ventricular (rv) lead was bent. The impedance was high; therefore, the rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.